Event description:
It was reported that during a review of the recorded episodes of this cardiac resynchronization therapy pacemaker (crt-p), technical services (ts) noted that this device was pacing at the maximum tracking rate and an atrial tachy response (atr) mode switch did not occur. It was also noted that some atrial events were falling into the blanking period. Ts concluded that the device was functioning as programmed and advised on programming enhancements. No adverse patient effects were reported. This device remains in service.